Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a care giver reported the line was not properly primed due to a closed clamp on the patient extension line. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also warns the user that failing to open the clamp on the patient line after connecting the solution bags will prevent the patient line from being primed. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) failed to allow the patient line to prime completely prior to connecting to the device. The issue occurred during the initial drain of automated peritoneal dialysis therapy. A care giver (cg) reported the clamp on the patient extension line was closed and the line did not prime prior to patient connection. A technical service representative explained proper procedures to the cg and instructed the cg to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.